Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was below the expected lower range, and that there was unexpected delivery of ventricular tachyarrhythmia therapy. Right ventricular undersensing was also noted.

Event description:
It was reported that within two weeks of implant, the patient received an inappropriate shock due to oversensing on the right ventricular lead. Oversensing episodes were noted and unstable sensing trend and drop in impedance were noted. There were no abnormalities noted on the x-ray. During the revision procedure, high thresholds were noted though the analyzer. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. The analyst noted that the overlay tube, outer insulation and rv inner insulation is cut at 19.7 cm (appears to be explant damage, as minimal blood is visible inside overlay tube). If information is provided in the future, a supplemental report will be issued.